Manufacturer narrative:
(B)(4). Evaluation summary: a visual, functional and dimensional inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported difficult to remove was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported difficult to remove. It is possible the stent delivery system met resistance during retraction over the guide wire due to a buildup of procedural contaminants (blood, contrast), thus causing the stent delivery system to become stuck on the guide wire resulting in the reported difficulty to remove; however, this cannot be confirmed. The investigation determined the reported shaft detachment appears to be related to the operational context of the procedure, as it is likely further manipulation to remove the device contributed to the reported shaft separation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.the 3.5x23mm and 3.0x18mm rx vision devices are being filed under separate medwatch reports.

Event description:
It was reported that the procedure was to treat a 95% stenosed, mildly tortuous and moderately calcified lesion in the proximal left anterior descending artery. Following pre-dilatation, a 3.5x23mm rx vision stent delivery system (sds) failed to cross due to the anatomy and the proximal shaft separated. Resistance removing the sds was felt. A second 3.5x23mm rx vision sds was advanced and the stent was deployed without issues. Upon removal, the sds became frozen on the allstar guide wire and the proximal shaft separated. After the separation, the sds could be removed. A 3.0x18mm rx vision sds was being advanced; however, resistance advancing the sds over the guide wire outside of the patient anatomy was felt. The decision was made not to use it and during removal, resistance was also met with the guide wire. The procedure was successfully completed with a new 3.0x18mm rx vision stent and the same allstar guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.